Event description:
Related manufacture reference number: 2017865-2024-02125. It was reported that the patient presented at the emergency room. Interrogation noted that the implantable cardioverter defibrillator system performed inadequate anti-tachycardia pacing(atp) and exhibited failure to capture. The implantable cardioverter defibrillator system was explanted on (B)(6) 2024. The patient's condition was unknown.